Event description:
The customer contacted physio-control to report that their device was not working. There was no patient use reported with the event.

Manufacturer narrative:
The initial medwatch report indicates: device code: blank, method code: blank, results code: blank, conclusion code: blank, patient code: blank. The initial medwatch report should indicate: device code: 1198, method code: 4114, results code: 3221, conclusion code: 4315, patient code: 2645.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was not working. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device battery accessory and was unable to duplicate the reported issue. Physio provided the customer with a replacement battery to resolve the reported issue. The complete device was not returned to physio for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was not working. There was no patient use reported with the event.